Manufacturer narrative:
Retainer ring = black . Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify failed battery alarm due download difficulties. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. However, unit tested with reference test electronics pcba1 was able to boot up properly with no blank display anomaly noted. Unit received with fading serial number label and cracked keypad overlay at select button the unit p-cap / test reservoir locks in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.